Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to moisture on back pressure sensor. Unable to test for prime/delivery test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the device was recently bumped blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.